Event description:
A customer reported experiencing telemetry dropout intermittently, for a period of time between one and thirty minutes, several times per day. No adverse events were reported, however, the customer stated the issue delayed patient treatment. No additional patient information has been provided at this time. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.